Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the clinicians (age & gender unknown), received an unintended delivery of energy in the cath lab when they touched the rails on the stretcher. Complainant did not indicate that there was any patient involvement in the reported malfunction. Complainant did not indicate that there was any adverse effect to the clinicians due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of an inadvertent electrical shock to the user was not replicated or confirmed. The device and returned paddle set were put through extensive testing without duplicating any type of hazard consistent with this report. The customer was contacted as part of the investigation and communicated that many of the details are vague. We were unsuccessful in receiving information from the customer if the clinicians involved received any treatment. We were made aware that the clinicians were holding onto the railings of a stretcher during the time of the reported event. The device was recertified and returned to the customer. It's important to mention the sternum paddle had a significant crack and the 14 year paddle set was replaced. We were unable to confirm if this was involved or contributed to the customer report. No trend is associated with reports of this type.